Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. The device was visually examined for any shaft damage and also functionality of the device. Visual examination showed no damage or issues. Functional analysis was done by completing the aspiration testing of the device. The minimum amount of fluid that is aspirated per the test procedure specification is 30ml per minute and the maximum is 56ml per minute. Test result showed that this device did not perform as designed withdrawing 26ml of fluid. Dissection of the catheter shaft showed a blockage due to a heavy clot burden inside of the aspiration lumen. Due to this blockage the aspiration of the device would fail. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the left superficial femoral artery (sfa). The target lesion within the sfa was totally occluded and about 100mm in length. One pass for about 2 minutes was made in blades down mode when it was noticed that the catheter was no longer aspirating. The catheter was removed from the patient and an attempt was made to flush and re-prime the catheter. However, this was unsuccessful. An angioplasty balloon was used to successfully dilate the sfa and complete the procedure. There were no patient complications and the patient was fine.